Manufacturer narrative:
Additional information received indicated that a lead revision procedure was not performed. The device was programmed to unipolar pacing and bipolar sensing. The patient planned to be monitored.

Event description:
Boston scientific received information that this pacemaker and another manufacturer's right ventricular (rv) lead exhibited an increase in pacing impedance measurements to greater than 2,00 ohms. It was reported that the patient presented to the emergency room due to dizziness. The patient was scheduled for a lead revision procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time the device has not been returned to boston scientific for analysis. There is no additional information available. If further information becomes available, this report will be updated.

Event description:
Approximately eight months later the patient received and upgrade to a cardiac resynchronization therapy defibrillator (crt-d). The pacemaker was explanted and the rv lead was surgically abandoned. No additional adverse patient effects were reported.